Manufacturer narrative:
This report is submitted on december 17, 2017, (B)(4).

Event description:
Per the clinic, the patient experienced a partial dislodgement of the internal magnet, following an MRI scan (tesla strength unknown). It was reported that the patient's head was not wrapped per the manufacturer's guidelines. Subsequently, the patient underwent revision surgery on (B)(6) 2017, in order to correct the magnet placement. The implanted device remains insitu.